Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-02695, 1627487-2019-02696. It was reported that the patient was not receiving effective therapy. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient had their entire scs system explanted.